Event description:
It was reported that the patient underwent right partial knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to dislocation after a fall. All components were removed and a total knee system was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.¿

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Correction: upon internal review, it was determined that this complaint does meet the definition of a reportable complaint. This follow-up report is being submitted to relay additional information. The product was not available for return. Root cause could not be determined. Condition is addressed in the package insert. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional issues for this lot. Submitted a medwatch report to the FDA. Relayed completion of the investigation to the sales rep via email on december 9, 2014. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. (B)(4).